Event description:
Additionally, the patient was injected with 4 cc of juvéderm® volux¿. Two weeks after injection, the patient reported ¿a condition compatible with infection¿ at the injection site. The patient was also treated with augmentin and deflazacort orally.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Additionally, the healthcare professional reported that the event resolved 2 weeks post-onset.